Manufacturer narrative:
The patient returned to the clinic to have the device interrogated. The battery status is now good and the longevity remaining is stated as greater than 5 years. The device is functioning normally and remains implanted. The physician will follow the device accordingly. At a later visit, a hex dump of the device memory was documented and sent to guidant. The engineers examined the information and determined that all recent measurements are normal. Technical services does not recommend taking invasive action, but would suggest checking the device again within a few weeks and assessing the gas gauge at that point. If that is normal, then continue with follow-ups as deemed appropriate. No further information available. This event will be reopened should more information be made available.

Event description:
Boston scientific received information that this pacemaker, that was implanted in (B)(6), indicates it has two years of longevity left. This occurred during the first followup. The magnet rate is 90, which is a discrepancy between the longevity indicator and the magnet rate (90 magnet rate implies ern which should be 1 yr longevity, not 2). Technical services discussed that the longevity will update as soon as the parameters are changed, but the magnet rate (and/or gas gauge) will only update after the next 11 hour battery status test. This may explain the discrepancy between the magnet rate and the longevity. There were no adverse patient effects reported.